Event description:
A nurse reported that the system would provide only low phaco. Troubleshooting took approximately 1 hour due to exchanging a cord, exchanging a tip and rebooting. There was no change in phaco power. The cataract surgery was completed the same day. There is no injury or harm reported.

Manufacturer narrative:
The company representative examined the system and was unable to duplicate the reported problem of low phaco power. The u/s driver printed circuit board (pcb) was replaced as a diagnostic measure. The system was then tested and met all product specifications. Preventative maintenance was also performed during which tubing and the vent stinger were replaced. The u/s driver pcb is expected to return for in-house testing. A root cause has not been identified. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).